Event description:
It was reported that while the md was inserting the intra-aortic balloon (iab) through the sheath, the membrane became stuck near the tip of the sheath. As a result, the iab and the sheath were removed as one unit. Another iab was used to complete the procedure.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.